Event description:
A platelet donor was over collected on an amicus platelet separator. The amount of plasma collected included additional plasma volume that leaked into the collection bag during the collection process. The total plasma loss for the donor was 856mls. The donor weighs (B)(6), and is limited to 600mls of plasma loss per donation. Amicus technical support was contacted and the machine was taken out of service. The service technician is coming in on (B)(6) 2011 to determine the cause of the problem - faulty valve, kit, etc. Platelet product was disposed, and donor was deferred for four weeks. Donor was contacted the following day to ensure that she had no adverse reactions. Donor reported feeling well and healthy.